Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: d2b (gei,knw) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, a pattern was selected, however the unit ignored desired pattern and sampled a full clock rotation, and then device stopped responding. It was further reported that the touchscreen, driver and pedal were all allegedly stopped responding. It has been turned off and back on, driver and pedal detached and reattached and new needle loaded and still it does not respond. Furthermore, we had set the machine to avoid the 7:00 and 9:00 positions. Although the screen showed those positions grayed out, the needle did not avoid these areas when sampling. It ignored the pattern and took a full clock sample instead. After the samples were taken, the needle began pulse as if it was stuck and the unit stopped responding. We used the foot pedal to initiate sampling. After samples were taken and the unit became stuck and stopped responding, we attempted to use both the foot pedal and the sample button on the hand piece to reset the needle and change to marker position but were unsuccessful. We were able to obtain the samples needed, but the machine also sampled two positions that we did not intend to sample. The needle and unit stopped responding after samples were obtained, and we were allegedly unable to switch to the marker placement function. There was no reported patient injury.